Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4)

Event description:
Embolization treatment of an avm with onyx. During procedure, it was reported that onyx could not be visualized under the fluoroscope. No patient injury reported.